Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: this event description reads to me as if it was an endoscopic procedure at first (and planned) was converted to an open procedure (pfannenstiel incision). Please confirm: was the conversion to an open procedure only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have caused this? Was the deployment of staples seen? Is the customer alleging no staples were in the device? How was it confirmed that all of the desired tissue was captured? What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device). How was the purse string placed, by hand or with an assist device? If an assist device, what product? Were there any purse string issues? Who did the purse string step? Was the spike of the trocar inserted lateral or through the staple line? What confirmation did the surgeon receive that the anvil was firmly attached? When the device was fired, where was the indicator within the green zone/gap setting scale? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Were any unformed or malformed staples observed? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Were the donuts inspected? If so, what was. What is the patient¿s current status?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: standard anastomosis is made side to end. First the anvil is placed through a opening in de colon, then slushed through the side of the proximal colon with aide of the spike in the anvil. The opening in the colon is closed with a linear cutting stapler which also removes the specimen. If there is no tearing at the site of the spike/anvil ( as in this case) no purse string is used. The spike of the circular stapler was placed through the staple line on the rectum. Proper placement of the anvil was felt by click en confirmed by abscence of a gap near the orange marking. After putting the indicator near the midrange the stapler was fired until crunch was heard combined with full compression. The crunch might have been less noisy than usual. Removal of the stapler required more turns than usual, ie 4. Donuts were not checked since there already was a diverting stoma and subsequent inspection of the anastomosis showed that only the most ventral part of the anastomosis was intact/ stapled. There was no sign of failed or spilled staples after 2 attempts a hand sewn anastomosis was made and recovery was uneventful the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Additional information: observations: this photo is an x-ray scan of a tissue sample. There are 5 ¿b¿ form staples contained in the tissue as well as one malformed staple. Conclusions: based on the photo evidence of the subject cdh29a, the root cause of the complication cannot be determined.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, upon making the colorectal anastomosis, after firing the circular stapler, the anastomosis was open. A second stapler was used with the same outcome. The procedure was finished with a sutured anastomosis which was done through the pfannenstiel incision without any further problems. There were no adverse consequences for the patient reported.